Manufacturer narrative:
Claim # (B)(4).

Event description:
A retrospective study was found by staar surgical company. The study was in regard to "changes in ocular parameters of the crystalline lens after implantation of a collamer lens". A total of 117 eyes of 117 patients underwent v4c icl model or v4c ticl model implantation between (B)(6) 2018. There were decreases in all vertical distance measures from the central corneal endothelium to the anterior and posterior crystalline lens capsule. Phakic intraocular lens implantation resulted in lens thickening and forward movement on day 1 post-operatively, which becomes stable within 6 months. Additional information has been requested but none has been forthcoming.